Event description:
A report was received that the patient was experiencing difficulty charging. The bsn sales representative met with the patient for standard reprogramming but was unsuccessful. X-rays revealed the ipg had flipped over in the pocket. The patient underwent a pocket revision, during which, the physician elected to replace the ipg as it was not charged. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing difficulty charging. The bsn sales representative met with the patient for standard reprogramming but was unsuccessful. X-rays revealed the ipg had flipped over in the pocket. The patient underwent a pocket revision, during which, the physician elected to replace the ipg as it was not charged. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance tests performed. The ipg exhibited normal charging and discharging characteristics.